Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. There was high threshold and no capture on the right ventricular (rv) lead. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.